Event description:
Covidien received information stating that during patient use of the ht70 ventilator, the alarm silence/reset light emitting diode (led) was observed to be blinking. The patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4).